Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a no power condition, blank display with flashing alarm led. No patient involvement reported.

Manufacturer narrative:
Follow up attempts were made to obtain device evaluation and repair information from the customer; no response received. To date, the customer has not called for further assistance. If information is received, the complaint will be reopened.